Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during a bolus or basal delivery. No motor position encoder error alarm could be verified due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error during prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 135 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.